Event description:
It was reported that a patient underwent a premature ventricular contraction (pvc) ablation with a decanav and the patient experienced cardiac tamponade that required medication and pericardiocentesis. Blood pressure decreased during mapping. Subsequently, blood pressure recovered a little. Therefore, the procedure was continued. The procedure was performed until the completion of the ablation of pvc originating in the right ventricle and was completed. At the time of the patient¿s leaving the room, pericardial effusion could not be confirmed by echocardiography. After the patient left the room, blood pressure did not recover. Therefore, noradrenaline was administered continuously. Echocardiography revealed a pericardial effusion. The patient returned to the catheterization room again and drainage was performed. Did not require extended hospitalization. The effusion seemed to be venous blood. The physician did not feel that the bw products were difficult to use nor were defective. The patient was dextrocardia, so the physician considered that the major factor of the cause of the event might have been in the difficulty of comprehending anatomy analysis, at the beginning of mapping it was different from what the physician expected. Therefore, the physician considered the catheter might have perforated the epicardium. It was reported that prior to noting the pericardial effusion, no ablation was performed and the event was noticed during mapping phase. No steam pop was evident. No atrial septal puncture was performed. No abnormalities observed prior to use of the product nor during use of the product. Additional information was received on 28-jan-2025. No error messages observed on biosense webster equipment during the procedure. The patient did not require cardiac surgery. Additional information was received on 04-feb-2025. The outcome of the adverse event was improved. The physician¿s opinion on the cause of this adverse event was the patient¿s condition. Additional information was received on 07-feb-2025. Patient fully recovered.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31392073m and no internal action related to the complaint was found during the review. If the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).